Manufacturer narrative:
Na.

Event description:
Customer has concerns with 3 discrepant inr results between coaguchek xs plus meters (B)(4) and a lab using the stago reagent. At 2:30 pm on (B)(6) 2018, patient 1 was tested by fingerstick on meter (B)(4) and the result was 6.7 inr. Patient 1 had a lab test within 30 minutes and the result was 4.95 inr. At 4:00 pm on (B)(6) 2018, patient 2 (female, (B)(6) years old, birthday (B)(6), weight unknown) was tested by fingerstick on meter (B)(4) and the result was 5.9 inr. Patient 2 had a lab test within 30 minutes and the result was 3.7 inr. At 8:00 am on (B)(6) 2018, patient 1 was tested by fingerstick on meter (B)(4) and the result was 7.0 inr. Patient 1 had a lab test within 30 minutes and the result was 4.36 inr. Patient 1 has a therapeutic range of 2.5-3.5 inr. Patient 1 has no antiphospholipid antibodies, no heparin or direct thrombin inhibitors, no new medications, no new illness, no diet changes and is not anemic. Patient 1 has no bleeding or bruising. Patient 2 has a therapeutic range of 2.0-3.0 inr. Patient 2 has no antiphospholipid antibodies, no heparin or direct thrombin inhibitors, no new medications, no new illness, no diet changes and is not anemic. Patient 2 has no bleeding or bruising. There was no allegation of an adverse event. Retention test strips ((B)(4)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.